Event description:
A physician reported a pt who was double skin tested on 7 may 1998 and 21 may 1998 with negative results. The pt was treated in the vertical lip lines, chin and melolabial fold on 6 july 1998. On 20 august 1998, the pt developed erythema at all treatment sites. On 17 september 1998, the physician prescribed topical aclovate, which was not effective. On 22 september 1998, intralesional kenalog and topical temovate were prescribed; on 5 october 1998, oral claritin; on 10 november 1998, intralesional kenalog, all of which were partially effective. The physician believed the symptoms were hypersensitivity related.